Manufacturer narrative:
The returned device was evaluated. No bends or kinks in the soft cannula were observed. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in insulin delivery. No problem was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or any other product malfunction or product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon removal of the pod, it was noted the cannula was bent. Large ketones were present and the patient went to the hospital where he was treated with intravenous insulin. The following day, (B)(6) 2018, the patient's bg levels were 13.9 mmol/l (250 mg/dl).